Manufacturer narrative:
Report submitted: 24aug2021.

Event description:
The customer reported a ventilator display malfunction during clinical use. It was reported that the screen was intermittently white. The device was in clinical use at the time the issue was discovered. It was reported that the ventilator was swapped for another working ventilator to insure continuation of therapy. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the issue was able to be confirmed and duplicated. The fse replaced the user interface. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
User interface (ui) printed circuit board assembly (pcba) was returned to the manufacturer for failure analysis.the visual inspection of the customer returned user interface (ui) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the user interface (ui) printed circuit board assembly (pcba) into a fi ventilator to duplicate the reported issue of the screen going white. The fi technician identified the screen going white could not be found. The test ventilator with the returned ui board operated normally with no display problems.